Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 18dec2018. (B)(4). The service engineer (se) inspected the device and replaced the power switch overlay. The unit was checked overall, cleaned, run in test and alarm test were performed. It was then confirmed the unit operated properly. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the light emitting diode (led) power button illumination failed and there was no sound at the time of the event. No patient involvement. The event date was not specified; estimate used.